Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control-iq algorithm suspended the pump's basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 72 mg/dl, and the meter bg reading ranged from 306-307 mg/dl. Reportedly, a second cgm bg reading was 54 mg/dl, and the meter bg reading ranged from 324-325 mg/dl. Reportedly, a third cgm bg reading was low, and the meter bg reading ranged from 360-361 mg/dl. The customer experienced an elevated bg level resulting in the customer vomiting. Insulin was administered via a manual injection and a correction bolus was delivered via the pump to address bg. An ambulance was contacted to provide assistance; however, no treatment was administered. The transmitter ID number was not provided by the user, therefore no further information regarding the event could be obtained.